Event description:
Per the clinic, the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with another device. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2012. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
The device was explanted (date not reported) due to skin flap infection around the implant side. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).